Manufacturer narrative:
The product which was returned, while matching the lot and identification numbers reported by the user, was deactivated immediately after the filling process. The ratchet gear was advanced manually and the needle mechanism deployed as intended. No issues were observed that would indicate the cannula was not properly inserted. The adhesive pad was included with the device; no issues were observed that would indicated the pod failed to adhere. The product was not worn. Based on the available information, the incorrect product was returned for the reported event.

Manufacturer narrative:
The product was not returned for evaluation. The user reported that the adhesive was coming loose which caused the cannula to come out of the infusion site. A dislodged cannula could interrupt insulin delivery and may lead to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16. Using the pod 5 / page 42: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The customer reported her blood glucose reached greater than 13.9 mmol/l (250 mg/dl) and that the adhesive pad came loose which caused the cannula to come out of the skin. Hyperglycemia treated by customer activating new pod. The pod was worn between 4 and 24 hours on the abdomen.